Event description:
The manufacturer was contacted in reference to ds2 auto CPAP being donated to charity. The manufacturer received information alleging death of the patient. Medical intervention was not specified. Device is unable to return for evaluation due being donated. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.